Manufacturer narrative:
Concomitant product(s): evolutr-29-us transcatheter valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited electromagnetic interference (emi) noise during surgical procedure using cautery. Also, a false positive lead integrity alert (lia) was triggered for right ventricular (rv) lead oversensing of noise due to cautery. It was indicated that a magnet was not used during the procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.